Event description:
Customer reported pt was in the emergency room (ER) for a heart attack. Devices = 151, 163, & 157 mg/dl and lab = 237 & 238 mg/dl performed 10 minutes of each other. Controls were in range. Treatment information was not provided . A request was made for return product, however replacement was declined.